Event description:
During the evaluation, broken occluder feet were discovered. The evaluation was approved in 2006. No pt injury or medical intervention was associated with this incident.

Event description:
During the evaluation, broken occluder feet were discovered. The evaluation was approved 01/2006. No patient injury or medical intervention is associated with this incident.